Manufacturer narrative:
Evaluation results: the reported condition of "pump delivering to much solution during bolus while in bio-med testing" could not be duplicated during evaluation. The device performed within specifications and will be returned to the customer.

Event description:
The facility representative reported a pump that delivers too much solution during bolus while the pump was in bio-med testing. Information was not provided regarding whether or not the problem occurred during an infusion. No patient injury or medical intervention was reported. Although baxter attempted to obtain information, details were not available regarding additional contact information. No additional information is available.